Manufacturer narrative:
Device evaluation summary: during visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of lot 7700700 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with 250cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade iii). As a result, the patient's impacted devices were explanted on (B)(6) 2020. This report is for the right breast prosthesis.